Event description:
According to the reporter, during a laparoscopic pediatric appendectomy, there were deposits of plastic debris in the peritoneum during the introduction of a laparoscopic suprapubic trocar with its loaded obturator where the peritoneum is looser and therefore more difficult to penetrate due to friction from a fenestrated laparoscopic forceps used to pass through the peritoneum (with counter pressure). The surgeon attempted ablation without success. The surgeon was not able to remove the plastic debris that fell into the patient¿s cavity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.